Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number: e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the cup transfer unit was returned for evaluation. The unit was returned totally dismantled and could not be reliably tested on the aia-900 instrument in the instrument service center. However, functional testing was performed using both motor coils #1 and #2 from the returned unit. Resistance checks were performed with both coils finding that coil #1 and #2 center tap to lead results were 0.6 ohms (normal was 16 ohms). The parts failed functional testing. The reported event was confirmed. Evaluation codes: method: 4109 historical data analysis. 10 testing of actual /suspected device. Results: 120 electical problem identified. Conclusion code: 4307 caused traced to component failure. The most probable cause of the reported event was due to shorted field winding due to failure of the cup transfer motor.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, fse confirmed the error and found the claws motor was not opening the claws enough to go down over the cups without hitting the side of the cup. Fse replaced the test cup picking assembly. Fse then ran the cup transfer test 10 times with no errors. Fse ran the daily background and the customer ran quality controls with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 26-aug-2017 through aware date (B)(6) 2018. There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [2160] c. Transfer not detected cup cause: the cup sensor s063 failed to detect the cup before it was grasped. Action: please contact the tosoh local representatives. Check s063, the cup pickup position, and the cup pickup operation. The most probable cause of error 2160 has not yet been determined. The investigation is in progress.

Event description:
A customer reported getting error 2160 c transfers not detected cup with the aia-900 instrument. The customer performed an all set home and tried rebooting but the error persisted. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of troponin (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.